Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The symptom of constant downstream occlusion alarm was reproduced and confirmed through evaluation. This condition was caused by a failed downstream sensor. The failed downstream sensor was replaced.

Event description:
During baxter's functionality testing, a spectrum pump had a constant downstream occlusion alarm. There was no patient involvement.